Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were kinks in the hypotube at 13.5cm and 66.5cm from the strain relief. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination revealed a pinhole at the distal markerband. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure (rbp). (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 3.75mmx12mm nc emerge balloon catheter was advanced for dilatation. Initial and secondary balloon inflations were at 16 and 18 atmospheres respectively. However on the third inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.